Event description:
It was reported the patient was undergoing a routine lead revision. As the patient had grown, longer leads were necessary. Once the lead was implanted, it was connected to the patient's new device. The device was interrogated after being placed in the pocket. Interrogation revealed the device had intermittent loss of capture. The device was reprogrammed and the lead was reinserted but the problem persisted. The device was explanted and replaced with a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.